Event description:
It was reported the patient experienced a loss of stimulation 'for three weeks in a row' during the month prior to report. The patient reported he 'would be in the middle of walking somewhere and stimulation would stop.' It was noted while stimulation was turned off, the patient experienced pain. The patient additionally reported that starting in (B)(6) 2012, the patient needed to charge more frequently 'every three days.' It was stated at the time of report the patient had last charged two weeks prior. Additional information stated the patient was 'recharging frequently' and 'had trouble recharging.' It was stated there was 'no response from the implantable neurostimulator (ins)' and that the ins was 'in overdischarge.' It was noted that seven attempts at a physician mode reset were attempted with the patient's ins and that the ins was unable to 'transition out of overdischarge.' It was further noted the patient's ins had been in over discharge once before. Additional information reported a trickle charge was conducted with the patient's ins and that the ins did '7/60 clocks and it still didn't turn over.' It was noted the patient had also previously done a trickle charge on his own. Additional information stated the patient was 'unable to recharge' his ins. It was further stated that ins communication was attempted twice, both with the patient recharger and the physician programmer and that they had 'failed to get a response' each time. It was reported the patient was 'being scheduled for a battery replacement' due to the battery 'not functioning.'

Event description:
Additional information stated, the patient was scheduled for a battery replacement (B)(6) 2013. It was additionally stated, the patient was scheduled for ins replacement due to having "three strikes" (three overdischarges). It was further reported, the ins displayed an end of service/end of life message. It was noted, the patient's programmer and recharger were still working. It was later reported, the patient underwent his battery replacement procedure as scheduled. It was noted, "his new battery seemed to be functioning well post-operatively." It was further noted, the patient was scheduled for a follow-up appointment on (B)(6) 2013. It was stated, the operating surgeon "sent the explanted device to pathology."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752,,serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patients device was functioning normally, and after reprogramming, was providing relief in the areas of his chronic pain.